Manufacturer narrative:
Correction and additional information: describe event or problem. Additional information: imdrf annex g codes.

Event description:
Initial report: it was reported that a pump module "powered off" when the volume to be infused was completed, then when powered back on, "it seemed to lock up." The customer then stated that after another "manual power cycle," the pump seemed to function normally. There was patient involvement. The customer reported that the patient's blood pressure "severely lowered." Follow-up report: it was reported that the norepinephrine was primed on the pump and was running at 0.16mcg/kg/min through central line via pump and MRI tubing into an isolation room. The pump reportedly "turned itself off" and the screen said "infusion completed." The user was unable to enter any numeric information to continue the infusion. There was still 30ml left in the bag of the infusing medication and patient's "pressure dropped to 61 systolic" while staff reprogrammed another pump to transfer the infusion into. The patient's blood pressure took about 2 minutes to come back up to 120 systolic. No further information was provided.

Event description:
It was reported that an lvp powered off when the volume to be infused was complete, then when powered back on it seemed to lock up ¿ after another manual power cycle the pump seemed to function normally. There was patient involvement for life-threatening due to severely lowered pressure.

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device be received for evaluation.

Event description:
It was reported that an lvp powered off when the volume to be infused was complete, then when powered back on it seemed to lock up ¿ after another manual power cycle the pump seemed to function normally. There was patient involvement for life-threatening due to severely lowered pressure.